Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), haematochezia ('abnormal bleeding (general)'), seizure ('seizures'), haemorrhagic ovarian cyst ('hemorrhagic corpus luteum of right and left ovary'), enterocolitis bacterial ('I had some type of bacteria and on medication that I am taking it said that is e colin'), ureteric calculus removal ('basket removal of stone') and appendicectomy ('appendectomy') in a (B)(6) female patient who had essure (batch no. A20055) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included obesity, renal calculus, agoraphobia and shortness of breath. Current weight (B)(6) lbs. Concurrent conditions included gerd, diarrhea, lower abdominal pain, right lower quadrant pain, myalgia, suicidal ideation, nausea, flank pain, stress, weakness, hematuria, vomiting, post-traumatic stress disorder, drug allergy, light sensitivity to eye, aneurysm cerebral, insomnia, epigastric pain, gastritis, dysuria, ear pain, panic disorder, itching, vulvovaginal candidiasis, bacterial vaginosis, menses irregular, vaginal irritation, pelvic discomfort, epilepsy, uterine bleeding, light-headed and dizziness. Concomitant products included cefazolin, ciprofloxacin, famotidine, fentanyl, hyoscine (scopolamine), ibuprofen, lorazepam, midazolam, nsaids, omeprazole, paracetamol (acetaminophen), promethazine, quetiapine, sertraline and topiramate. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant) and migraine ("migraines / headaches") and was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: nervous/anxious; depression/ psych injury"), nervousness ("psychological or psychiatric problems condition: nervous/anxious; depression") and anxiety ("psychological or psychiatric problems condition: nervous/anxious; depression"). In (B)(6) 2017, the patient experienced diarrhoea (" chronic diarrhea"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)") and menorrhagia ("abdominal bleeding (vaginal, menorrhagia)"). On (B)(6) 2018, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: focal adenomyosis, hemorrhagic corpus luteum of right and left ovary"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced haematochezia (seriousness criterion medically significant), haemorrhagic ovarian cyst (seriousness criterion medically significant), enterocolitis bacterial (seriousness criterion medically significant), headache ("my headaches"), constipation ("I feel constipated for a day") and abdominal discomfort ("stomach is not comfortable") and underwent ureteric calculus removal (seriousness criterion medically significant) and appendicectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and right ureteroscopy, basket removal of stone, right ureteral stent). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, haematochezia, vaginal haemorrhage, menorrhagia, weight decreased and headache had resolved and the seizure, haemorrhagic ovarian cyst, enterocolitis bacterial, ureteric calculus removal, appendicectomy, depression, nervousness, anxiety, migraine, adenomyosis, diarrhoea, constipation and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, anxiety, appendicectomy, constipation, depression, diarrhoea, enterocolitis bacterial, haematochezia, haemorrhagic ovarian cyst, headache, menorrhagia, migraine, nervousness, seizure, ureteric calculus removal, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6)2012 initially, but in current pfs (B)(6) 2012 was given. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: right double pigtail internal nephroureteral stent has migrated caudally with the proximal pole lodged in the proximal ureter mild fullness of the right renal collecting system. Cholecystectomy. Essure devices present. Pathology test - on an unknown date: the specimen consists of multiple brown-tan 'tissue. Fragments admixed with tan mucus measuring 1.7x1.2x0.1 cm in aggregate. The specimen is filtered in a' nylon bag and entirely submitted in one cassette; on (B)(6) 2018: focal adenomyosis. Pregnancy test urine - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: blood in stool, dysmenorrhea, menorrhagia, abdominal pain, diarrhea, depression. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received: case became incident. Injury nos was replaced with new events- blood in stool, menorrhagia, vaginal bleeding, patient did not undergo an essure confirmation test, nervous, anxious, depression, migraines, adenomyosis, hemorrhagic corpus luteum of right and left ovary, seizures, weight loss, chronic diarrhea, abdominal pain, basket removal of stone and appendectomy. Event outcome of abdominal pain, bleeding, headache, weight loss was updated to recovered/resolved. Lot number added. On 22-oct-2019: follow-up 2 and 3 processed together. Mr received: new events I had some type of bacteria, I feel constipated, diarrhea, my stomach is not comfortable were added. Medical history, concomitant condition and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), haematochezia ('abnormal bleeding (general)'), seizure ('seizures'), haemorrhagic ovarian cyst ('hemorrhagic corpus luteum of right and left ovary'), enterocolitis bacterial ('I had some type of bateria and on medication that I am taking it said that is e colin'), ureteric calculus removal ('basket removal of stone') and appendicectomy ('appendectomy') in a 41-year-old female patient who had essure (batch no. A20055) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included obesity, renal calculus, agoraphobia and shortness of breath. Current weight 135 lbs. Concurrent conditions included gerd, diarrhea, lower abdominal pain, right lower quadrant pain, myalgia, suicidal ideation, nausea, flank pain, stress, weakness, hematuria, vomiting, post-traumatic stress disorder, drug allergy, light sensitivity to eye, aneurysm cerebral, insomnia, epigastric pain, gastritis, dysuria, ear pain, panic disorder, itching, vulvovaginal candidiasis, bacterial vaginosis, menses irregular, vaginal irritation, pelvic discomfort, epilepsy, uterine bleeding, light-headed and dizziness. Concomitant products included cefazolin, ciprofloxacin, famotidine, fentanyl, hyoscine (scopolamine), ibuprofen, lorazepam, midazolam, nsaids, omeprazole, paracetamol (acetaminophen), promethazine, quetiapine, sertraline and topiramate. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant) and migraine ("migraines / headaches") and was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: nervous/anxious; depression/ psych injury"), nervousness ("psychological or psychiatric problems condition: nervous/anxious; depression") and anxiety ("psychological or psychiatric problems condition: nervous/anxious; depression"). In (B)(6) 2017, the patient experienced diarrhoea (" chronic diarrhea"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)") and menorrhagia ("abdominal bleeding (vaginal, menorrhagia)"). On (B)(6) 2018, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: focal adenomyosis, hemorrhagic corpus luteum of right and left ovary"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced haematochezia (seriousness criterion medically significant), haemorrhagic ovarian cyst (seriousness criterion medically significant), enterocolitis bacterial (seriousness criterion medically significant), headache ("my headaches"), constipation ("I feel constipated for a day") and abdominal discomfort ("stomach is not comfortable") and underwent ureteric calculus removal (seriousness criterion medically significant) and appendicectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and right ureteroscopy, basket removal of stone, right ureteral stent). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, haematochezia, vaginal haemorrhage, menorrhagia, weight decreased and headache had resolved and the seizure, haemorrhagic ovarian cyst, enterocolitis bacterial, ureteric calculus removal, appendicectomy, depression, nervousness, anxiety, migraine, adenomyosis, diarrhoea, constipation and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, anxiety, appendicectomy, constipation, depression, diarrhoea, enterocolitis bacterial, haematochezia, haemorrhagic ovarian cyst, headache, menorrhagia, migraine, nervousness, seizure, ureteric calculus removal, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2012 initially, but in current pfs (B)(6) 2012 was given diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: right double pigtail internal nephroureteral stent has migrated caudally with the proximal pole lodged in the proximal ureter mild fullness of the right renal collecting system. Cholecystectomy. Essure devices present. Pathology test - on an unknown date: the specimen consists of multiple brown-tan 'tissue. Fragments admixed with tan mucus measuring 1.7x1.2x0.1 cm in aggregate. The specimen is filtered in a' nylon bag and entirely submitted in one cassette; on (B)(6) 2018: focal adenomyosis. Pregnancy test urine - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: blood in stool, dysmenorrhea, menorrhagia, abdominal pain, diarrhea, depression. Lot number: a20055 manufacture date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.